Event description:
It was reported that a revision of ceramic insert biolox forte was performed 1 year after primary surgery due to breakage of the insert.

Manufacturer narrative:
Based on provided catalog item, the product is not approved in the us. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event.